Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing due to amplitude changes. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock. Technical services (ts) was contacted, and ts discussed troubleshooting and programming options. No adverse patient effects were reported.